Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose level of 598 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.